Event description:
An ivc filter was placed on (B)(6) 2013 and it was scheduled for removal on (B)(6) 2014. When it was removed it was noted that 2 wires broke off the filter and were left in the vessel. Both were removed by the physician without harm to the pt. The MFR sales rep was in the procedure with the physician. Diagnosis for use: prevention of blood clots. Event abated after use stopped or dose reduced? Yes.